Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had the insulin pump for the last 6-7 weeks. Customer stated that the battery initially lasted 2 weeks and then last week, they got an alert to change a battery that lasted 24 hours. Customer replaced the cap and it registered as full. Customer stated that last night there was a power issue and the pump was reheating. The pump had done that 3 times for the last 8 hours. Customer has been having issues with batteries not lasting. Customer received a power error detected message. Customer was explained that the internal power source in the pump is unable to charge. The pump is operating on the battery only. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to place the pump in storage mode.

Manufacturer narrative:
The pump passed the displacement and self tests. The pump was returned for power error alarm 25. The detailed trace analysis confirmed the alarm 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. Analysis of the micro timer in the detail trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.